Manufacturer narrative:
(B)(4).

Event description:
It was reported that this pacemaker and right ventricular (rv) lead had observations of noise that was being oversensed which resulted in pacing inhibition of greater than two seconds. Subsequently, this pacemaker was explanted and replaced and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.